Event description:
The pt was revised due to the fracture not healing, and the revising surgeon felt the original product used was not the best option.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided info states the revising surgeon feels the product used in the original surgery was not the best option for a fracture of the radius. Provided info also states the product is not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated.